Event description:
It was reported that there was unstable sensing and rise in threshold on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d224trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009; 5076, implantable pacing lead, implanted: (B)(6) 2009; 3777, pain stim lead, implanted: (B)(6) 2010; 37702, pain stim implantable pulse generator (ipg), implanted: (B)(6) 2010; 3550, implantable neuro adapter x2, implanted: (B)(6) 2010. (B)(4).